Event description:
It was reported that patient death occurred. A 24mm x 70mm x 75cm wallstent-uni endoprosthesis was selected for use in a thrombectomy and venous stenting procedure to treat deep vein thrombosis. The access site was the popliteal vein. An ipsilateral approach was used to access the approximately 70% stenosed target lesion located in the mildly tortuous left iliac vein. The procedure began with the use of angiojet zelante. Run time was less than 200 seconds. Thrombectomy was successful but residual thrombus remained in the iliac vein. To resolve the thrombus, it was decided a stent would be placed. Venography was performed to measure the vessel with a result of 24mm; therefore, a 24mm x 70mm wallstent was selected. During stent deployment, it was noted the stent was not opening properly; the stent remained in a closed position and did not open to a nominal diameter. After approximately 25% deployment, the stent was re-sheathed. Upon retrieval with the stent sheath, the stent was slightly pushed forward. After removing the device, the stent was deployed outside the patient, and it was noted that the braiding was too open on the distal side of the stent. The open end of the stent showed the filaments that started to "unbraid" and were open at an angle larger than usual. Then the procedure continued with the inflation of a 18x40mm xxl angioplasty balloon to 4atm to open the stenosed vessel with remaining thrombus. There were no difficulties or complications with angioplasty. Following angioplasty, a final venography of the vessel showed regular flow and no sign of leakage or rupture. The patient was stable during the procedure. Approximately 1 hour later the patient went into shock, so the patient was sent to the operating room (or) for open surgery. It was discovered that the iliac vein had a major rupture of the whole vessel wall, so it was closed surgically. There was successful closure of the vein. After the procedure was done and the patient was out of the or, the patient died in the evening of an undisclosed cause.

Event description:
It was reported that patient death occurred.a 24mm x 70mm x 75cm wallstent-uni endoprosthesis was selected for use in a thrombectomy and venous stenting procedure to treat deep vein thrombosis. The access site was the popliteal vein. An ipsilateral approach was used to access the approximately 70% stenosed target lesion located in the mildly tortuous left iliac vein. The procedure began with the use of angiojet zelante. Run time was less than 200 seconds. Thrombectomy was successful but residual thrombus remained in the iliac vein. To resolve the thrombus, it was decided a stent would be placed. Venography was performed to measure the vessel with a result of 24mm; therefore, a 24mm x 70mm wallstent was selected. During stent deployment, it was noted the stent was not opening properly; the stent remained in a closed position and did not open to a nominal diameter. After approximately 25% deployment, the stent was re-sheathed. Upon retrieval with the stent sheath, the stent was slightly pushed forward. After removing the device, the stent was deployed outside the patient, and it was noted that the braiding was too open on the distal side of the stent. The open end of the stent showed the filaments that started to "unbraid" and were open at an angle larger than usual. Then the procedure continued with the inflation of a 18x40mm xxl angioplasty balloon to 4atm to open the stenosed vessel with remaining thrombus. There were no difficulties or complications with angioplasty. Following angioplasty, a final venography of the vessel showed regular flow and no sign of leakage or rupture. The patient was stable during the procedure. Approximately 1 hour later the patient went into shock, so the patient was sent to the operating room (or) for open surgery. It was discovered that the iliac vein had a major rupture of the whole vessel wall, so it was closed surgically. There was successful closure of the vein. After the procedure was done and the patient was out of the or, the patient died in the evening of an undisclosed cause.

Manufacturer narrative:
Device eval by manufacturer: the device was received for analysis. The stent was returned already deployed from the delivery system. No issues were noted with the deployed stent. A visual examination identified no damage or issues with the stent cups or stent holder of the returned device. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination of the outer sheath identified multiple kinks.

Event description:
It was reported that patient death occurred. A 24mm x 70mm x 75cm wallstent-uni endoprosthesis was selected for use in a thrombectomy and venous stenting procedure to treat deep vein thrombosis. The access site was the popliteal vein. An ipsilateral approach was used to access the approximately 70% stenosed target lesion located in the mildly tortuous left iliac vein. The procedure began with the use of angiojet zelante. Run time was less than 200 seconds. Thrombectomy was successful but residual thrombus remained in the iliac vein. To resolve the thrombus, it was decided a stent would be placed. Venography was performed to measure the vessel with a result of 24mm; therefore, a 24mm x 70mm wallstent was selected. During stent deployment, it was noted the stent was not opening properly; the stent remained in a closed position and did not open to a nominal diameter. After approximately 25% deployment, the stent was re-sheathed. Upon retrieval with the stent sheath, the stent was slightly pushed forward. After removing the device, the stent was deployed outside the patient, and it was noted that the braiding was too open on the distal side of the stent. The open end of the stent showed the filaments that started to "unbraid" and were open at an angle larger than usual. Then the procedure continued with the inflation of a 18x40mm xxl angioplasty balloon to 4atm to open the stenosed vessel with remaining thrombus. There were no difficulties or complications with angioplasty. Following angioplasty, a final venography of the vessel showed regular flow and no sign of leakage or rupture. The patient was stable during the procedure. Approximately 1 hour later the patient went into shock, so the patient was sent to the operating room (or) for open surgery. It was discovered that the iliac vein had a major rupture of the whole vessel wall, so it was closed surgically. There was successful closure of the vein. After the procedure was done and the patient was out of the operating room, the patient died in the evening of an undisclosed cause.

Manufacturer narrative:
Corrected h6 evaluation conclusion codes. Device eval by manufacturer: the device was received for analysis. The stent was returned already deployed from the delivery system. No issues were noted with the deployed stent. A visual examination identified no damage or issues with the stent cups or stent holder of the returned device. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination of the outer sheath identified multiple kinks.